Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a charge timeout message. Technical services (ts) reviewed a copy of device memory, and noted the message was recorded due to a long charge time of 23 seconds. The cause of the long charge time was unknown. Ts noted that the device did reach full energy, however, subsequent charges may be impacted. The device was noted to be close to elective replacement indicator (eri). Ts recommended device replacement. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a charge timeout message. Technical services (ts) reviewed a copy of device memory, and noted the message was recorded due to a long charge time of 23 seconds. The cause of the long charge time was unknown. Ts noted that the device did reach full energy, however, subsequent charges may be impacted. The device was noted to be close to elective replacement indicator (eri). Ts recommended device replacement. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis concluded that the long charge time was due to the battery status and noted the device had depleted normally and exceeded the labeled longevity estimate.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a charge timeout message. Technical services (ts) reviewed a copy of device memory, and noted the message was recorded due to a long charge time of 23 seconds. The cause of the long charge time was unknown. Ts noted that the device did reach full energy, however, subsequent charges may be impacted. The device was noted to be close to elective replacement indicator (eri). Ts recommended device replacement. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.